Event description:
Headaches, pt received an unknown "overdose" night sweats, excessively hot [headache]. Case description: non-serious. This case is an spontaneous report from the united states referring to a male patient. The patient's mother reported this case. No past medical history was reported. Concurrent conditions present at the time of the event included asthma and stomach discomfort. The patient had no history of night sweats. No allergies were reported. Concomitant medications included albuterol/albuterol sulfate, fluticasone propionate/salmeterol xinafoate, and antihistamine in 2007, the patient received nutropin aq via the pen device (30 units, qd, sc) for the indications of pediatric growth hormone deficiency. The lot number for nutropin aq was n35883. The lot number for the pen device was not reported. The first puncture date and the patient's prior history of exposure to the lot number n35883 were not reported. The date administration prior to the onset of the event was not specified. On eight days later, the patient received an overdose due to problems utilizing the pen-cartridge. No dose was given the next day, per the md's request. It was reported that the patient had night sweats and was excessively hot sporadically while using the pen-cartridge. On the following month, the patient switched to the vials. On three days later, the patient developed headaches (headache) no relevant laboratory tests were reported. Treatment for the event included unsuccessful use of acetaminophen. On three days later, treatment with nutropin aq was discontinued. It was reported that the event resolved upon discontinuation for nutropin aq. On another three days later, treatment with nutropin aq was restarted and the following day, the event recurred. It was noted that the patient had not received nutropin aq since that day. The patient discontinued treatment with lot number n35883. It was not reported whether the patient switched to a different lot number. On a date not reported, the event resolved. The patient's mother assessed the event of headache as not related to nutropin aq. No other suspected causes were identified. This report was forwarded to genentech product quality and assigned. Additional information has been requested. Pharmacovigilance. The event of headache is non-serious and is unlisted according to the somatropin us package insert in the abscence of intracranial hypertension. It was reported that the patient may have received an overdose related to the pen. It is unknown if there was a device malfunction or use error. A product quality investigation will be undertaken.